Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This report is being amended to reflect changes in sections . Visual evaluation found that the stem taper that connects the stem extension to the femoral component had broken. The fracture line was perpendicular to the long axis of the post at the level of the securing screw thread, at mid-diameter. Scratches were noted on the color buff of one condyle. Dimensional evaluation found that the lateral width was within print specifications. Sem microanalysis of the fracture surface of the femoral knee post revealed that it was fractured due to fatigue stress. Step-like fracture pattern was identified on the fracture, which is a tell-tale sign of fatigue mode of fracture in co-cr-mo alloys. Eds semi-quantitative elemental analysis performed on the fracture surface showed that the sample was consistent with zimaloy composition. The device history records were reviewed with no deviations/ anomalies identified. This device is used for treatment. Review of the operative notes from the first surgery found that central patellar tracking and stability were confirmed. The operative notes for the revision surgery state that the femoral stem taper is broken just above the femoral flange in the area of the set screws used for the fixation. The femoral component was completely loose. A lateral x-ray clearly shows that the femoral stem taper, which mates with the stem extension, presents a crack that extends radially from its anterior surface at the level of the hole of the fixation screw is seen on the postero-medial side of the tibial plateau. Per the package insert of the femoral component, loosening or fracture/damage of the prosthetic knee components or surrounding tissues are known adverse effects associated with this procedure. A definitive root cause cannot be determined.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent a revision due to breakage of the femoral component.